Event description:
On (B)(6) 2025, the patient and husband called regarding elevated blood glucose (bg). The bg reported at the time of call was 401 mg/dl and the patient reported taking a manual injection an hour prior. The agent reminded the patient to wait a full 2 hours before reconnecting; the patient understood. The patient had not seen readings on the pump since the prior day but continued seeing values on the dexcom transceiver. The agent explained that the dexcom transceiver cannot be used simultaneously with the ilet, as only one can be active at a time. The agent performed troubleshooting with the patient, and completed a supply change, insulin delivery resumed without issues, and readings were restored (181 mg/dl). The agent educated the patient on interpreting alerts and when to take appropriate action. The patient understood. No reported symptoms were experienced during the event, and no medical intervention required at the time of call.